Event description:
The device became inoperative, while on a pt, with kb0023 error code. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. There was no pt harm or change in therapy as a result of the malfunction.